Event description:
A surgeon reported that during a cataract with intraocular lens implant procedure, he caught the posterior capsule with the phaco tip while removing the first quadrant and the pt experienced a posterior capsular rupture requiring a vitrectomy. An intraocular lens was inserted into the sulcus and the pt was referred to a vitreo-retinal specialist the same afternoon for recovery of the dropped lens. The pt's condition was reported to have resolved with the treatment.

Manufacturer narrative:
No samples were returned for eval for "posterior capsular rupture". No lot number was identified with this complaint; therefore, a lot history review could not be conducted. The root cause for "posterior capsular rupture" cannot be determined from this eval. However, the surgeon stated 'he feels confident that whilst removing the first quadrant, he caught the posterior capsule with the phaco tip'. All phaco tips are 100% visually inspected prior to their release. (B)(4).